Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that post-peritoneal dialysis catheter placement; the patient presented with an infection at time of catheter removal. The physician states that the catheter implant site was likely the cause of the infection. Medical intervention for the infection was necessary. During the catheter removal the dermal cuff detached within the patient rectus muscle. The physician administered additional anesthetic for patient comfort, and the foreign body was surgically removed. The patient tolerated the procedure well with no other consequences to report.